Manufacturer narrative:
No injury reported. Device was received and inspected on 08/21/2007. Manufacturer has reviewed device model history and no similar incidents are reported to date. Manufacturer is currently working with supplier of welded part to determine cause of weld break and prevent recurrence.

Event description:
While transporting a patient, the weld allegedly broke at the swivel bar and boom of the lift. No injury is alleged.